Event description:
Patient went into coma 1/2 to 1 hour post refill. Pump filled with 18cc and later 14 cc aspirated at first attempt and 3 cc at second attempt. Drug concentration 2000 mcg/ml and daily dose is 380 mcg/day. Programming of pump reviewed and found to be correct. Fluoroscopy noted leaking from apparent break in catheter 2cm from the side port reservoir. Catheter has been replaced. Patient discharged post surgical procedure. A supplemental medwatch will be filed when additional information is received.